Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), patient call was received that indicated pacemaker dropped into the forties and thirties beats per minute (bpm). Patient reported "did not feel well" and experienced symptoms of shortness of breath, dizziness, and light hotheadedness. Subsequently, the ipg was explanted and replaced. No patient complications have been reported as a result of this event.